Event description:
Pt underwent CT guided radiofrequency ablation of tumor located in the liver. The following day it was noted that she had two 2cm by 3cm burns on each thigh where the grounding pads were placed prior to the start of the procedure. MFR rep provided guidance and verified that the grounding pads were appropriately placed. The equipment did not indicate that there was any malfunction. Reason for use: metastatic colon cancer.